Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to a defective capacitor on the pace/defib (pd) engine. The pd engine was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib disabled", "defib fault 72 and 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.